Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen in clinic with high impedance. X-rays were performed. Physician had reported a lead break. A high lead impedance warning message was seen. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The generator has been explanted. The lead remains in place. The explanted generator is not available for return. No other relevant information has been received to date.

Event description:
It was reported that the patient reported that they could not feel their stimulation, diagnostics were performed, and this is when the high impedance was diagnosed. The device was disabled for precautionary reasons. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission

Event description:
X-rays were preliminarily reviewed. No abnormalities were discovered. No other relevant information has been received to date.